Event description:
This device shows unexpected battery behavior and remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.